Event description:
Indication; common variable immunodeficiency, unspecified. Solicited: patient reported having pump issues. No other specifics regarding defective device. Unknown if patient missed a dose; no adverse events reported; device available for return; unknown lot number. No further information known. Pump used to infuse hizentra 20% at above dose and frequency. Reported to (B)(6) by: patient/caregiver.